Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0dt9m, implanted: 2014-(B)(6), product type lead. Product ID neu_pt m_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and a loss of bladder control at night since 2014-(B)(6). The patient had a cat scan in (B)(6) and did not turn off their implantable neurostimulator (ins). The patient also had x-rays. The patient was in the hospital for an unrelated issue on 2014-(B)(6) and was given ivs and since then they had urinary problems at night. The patient had informed their health care provider (hcp) since then and the hcp did not seem concerned about it. The patient didn¿t inform them about the cat scan because they didn¿t know they were supposed to turn off their ins. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.